Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging alleging smoke in bipap device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an incorrect date as 03/08/2021, the correct date should be 09/09/2021. And incorrect date as 08/03/2021, the correct date should be 09/09/2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a bipap device's sound abatement foam. The patient alleged smoke in bipap device. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The manufacturer found that unit was contaminated with insects and unit scrapped.